Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported flow rate 'failed accuracy test, several test'. Evaluation observed that the pump was under-infused when running an infusion. The cause was determined to be a failing pressure plate. The pressure plate was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the flow accuracy test three times in a row. There was no patient involvement. No additional information is available.